Event description:
It was reported that the patient received inappropriate shocks which caused emotional distress. It was also reported that the right ventricular (rv) lead had oversensing, noise and increased impedance due to a possible fracture. The device was reprogrammed and the rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Implantable cardio-verter defibrillator product ID (B)(4) implanted: 2012 (B)(6); implantable defibrillation lead product ID 6937 implanted 2012 (B)(6). (B)(4).

Event description:
It was later reported that the device detections were turned off and the rv lead will be replaced.